Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead experienced antitachycardia pacing therapy due to noise resulting in oversensing on the right ventricular shock and pacing channel. Other lead measurements were normal. There was concern that there may be a device header issue. Data was provided to technical services. After a review of the data, it was recommended that the further lead integrity testing be performed. It was thought the issue was not related to a header issue, however this will be determined during a revision procedure intended in the near future. The patient with this system has an intrinsic heart rhythm and does not require pacing, therefore, there was no asystole greater than two seconds. No adverse patient symptoms were reported. Subsequently, a lead revision procedure was performed. During the explant of this lead, one of this device setscrews could not be loosened despite the use of the usual torque wrench and an additional fixed wrench. Therefore, a decision was made to surgically abandon and replace the lead and replace this device. This device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of the device memory noted no resets or fault codes. The arrhythmia logbook revealed episode of anti-tachycardia pacing (atp) initiated by myopotential noise. When connected to a test system with nominal loads, no noise was present on the leads. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.